Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in a severely tortuous and moderately calcified unspecified target vessel. A 3.00x20mm promus element plus stent was advanced however, the device was unable to cross the target lesion. The physician removed the device from the patient and noticed that the stent was deformed. The procedure was completed with another of the same device and no patient complications was reported. The patient's condition was good post procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in a severely tortuous and moderately calcified unspecified target vessel. A 3.00x20mm promus element plus stent was advanced however, the device was unable to cross the target lesion. The physician removed the device from the patient and noticed that the stent was deformed. The procedure was completed with another of the same device and no patient complications was reported. The patient's condition was good post procedure.

Manufacturer narrative:
Correction: device lot number: from 15933128 to 15898160. Device expiration date: from 07/30/2014 to 07/20/2014. Device manufactured date: from 03/21/2013 to 3/6/2013. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged at the distal end. Struts on the most distal row were pulled distally. The tip was slightly flared. No issues were noted with the balloon of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in a severely tortuous and moderately calcified unspecified target vessel. A 3.00x20mm promus element plus stent was advanced however, the device was unable to cross the target lesion. The physician removed the device from the patient and noticed that the stent was deformed. The procedure was completed with another of the same device and no patient complications was reported. The patient's condition was good post procedure.